Event description:
It was reported that medical attention was sought on (B)(6) 2017 between 9:30 - 10:00 am after the end user received inconsistent results from the prodigy diabetes glucose meter. The end user was shaking uncontrollably and feeling weak and her blood glucose reading prior to seeking medical attention was 404 mg/dl. The end user visited the ER and upon arrival her blood glucose was 76 mg/dl. She was given a breakfast tray and no other interventions were administered. After a few hours in the ER the end user was discharged with a blood glucose reading of 176 mg/dl she was instructed to ensure that she eats a proper meal before taking insulin. No further details were given in relation to this medical event.